Manufacturer narrative:
Patient demographics unable to be obtained. One fogarty embolectomy catheter was received by our product evaluation laboratory for a full examination. The reported event was confirmed. As received, the balloon latex appeared discolored and deteriorated. Cracks and tears were evident on balloon latex. Then, the balloon latex was released from proximal winding to check the balloon edges at the tears. The edges did not appear to match at one of the tears. On the other hand, both balloon windings were intact and no visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the instructions for use. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, during test, with this embolectomy fogarty catheter, the balloon had inflation difficulties. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation findings, the balloon latex appeared discolored and deteriorated. Furthermore, cracks and tears were evident on balloon latex and the edges did not appear to match at one of the tears.